Manufacturer narrative:
Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced redness and inflammation around the stoma and hypergranulation was present. The doctor was aware, and the patient had been treated with unknown antibiotics and various ointments. The redness was not improving, the stoma was wet and sometimes bleeds. On (B)(6) 2024, the peg and j tubes were changed.